Event description:
It was reported that the patient felt burning at pocket site even when stim was off. The doctor explanted the device on (B)(6) 2012. The patient status at time of this report was alive - no injury.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).